Event description:
It was reported the patient was admitted to the hospital with unspecified overdose symptoms. The intrathecal drug delivery pump was turned down to 0.5 mg/day (drug and concentration unknown). The original dose was not reported. The patient continued to show overdose symptoms. The patient's hcp was planning on turning the dose down to 0.25 mg/day. Additional information has been requested, but was not yet available on the date of this report.